Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed during which the device was explanted, a new space was created for the cuff component, and the aus was replaced. Upon explant the physician identified atrophy at the cuff location. There were no device issues, and no additional information was provided.